Manufacturer narrative:
Concomitant medical products: 5086mri52 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced swelling and infection of the implantable pulse generator (ipg) pocket site. The ipg system was explanted and replaced with a leadless pacemaker system. No further patient complications have been reported as a result of this event.